Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of low blood glucose and seizures.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event. The patient reported that their cgm was reading 200mg/dl and they took 6 units of bolus insulin. Patient drove home but felt sick and pulled over. The patient drank a soda, passed out and had a seizure. The patient was woken up by an emergency medical technician (emt) and was treated for the seizure. An emt then checked the patient's blood sugar, which read 13mg/dl. At the time of contact, the patient was in okay condition. No additional event or patient information was provided. The complaint device was not returned for evaluation. However, the transmitter was provided for investigation. The transmitter was determined to be in good condition based on external visual inspection. The device passed voltage testing and global transmitter functional testing. The reported defect could not be confirmed. No root cause was determined. Additionally, calibration of the cgm was not performed correctly. Labeling indicates: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes.